Manufacturer narrative:
UDI code not available. The device has not been explanted.if it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is scheduled for re-implantation surgery on (B)(6) 2015.